Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the hematocrit saturation failed the color chip test during service mode hematocrit saturation testing as well as initial boot up diagnostic checks. Since the event occurred during routine testing, there was no pt involvement during this event.